Event description:
A stryker core impaction drill was called in for repair due to overheating during a wisdom tooth extraction. No adverse consequence was reported; the procedure was completed successfully with another device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.